Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer had a heart attack on the evening of (B)(6) 2015, was hospitalized on (B)(6) 2015, was put on life support, then went into respiratory arrest and passed. The caller overheard the doctors saying that the customer's blood glucose may have been rising and the customer may have been in diabetic ketoacidosis. But, this was not confirmed or given as an official diagnosis. The customer passed before the blood work and cultures could be completed. Per death certificate, the cause of death was respiratory arrest. The customer's blood glucose at the time of death was 257 mg/dl. The customer had kidney failure, heart disease, and infection. The customer was not wearing the insulin pump at the time of death. The customer was taken to have emergency dialysis and had low blood glucose prior to dialysis; the insulin pump was disconnected. Sensor use is unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump received with minor scratched lcd window. The insulin pump received with no battery installed. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to pump received without battery installed.